Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.